Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381811 and lot number 4208538. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte-n autoguard needle did not retract. The following information was provided by the initial reporter: patient needed IV access. Writer used insyte IV and got blood flashback. In attempts to retract needle out using the white button to leave cannula in patient, the needle seemed to have jammed, and the needle did not retract. Writer pressed the button again but the button was jammed. Writer then tried pulling the needle out but was unsuccessful. Writer had to pull needle with cannula out of patient and lose a good IV site due to medical device error.

Manufacturer narrative:
Additional information of fa#.